Event description:
Spontaneous call from patient to report sometime during previous weekend one of her cassettes "stopped working." Patient unable to elaborate issue. Issue was solved by using a new cassette. Patient discarded cassette and could not provide lot number or expiration date. No further information is available. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we [MFR] replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved. Reported to (B)(6) by: patient/caregiver.